Event description:
The reporter indicated the tech removed a (B)(4) collamer aspheric single piece lens from the vial and noted one edge of the lens was folded over and was stuck. The tech decided not to use the lens and the backup lens was used. There was no pt contact. The reporter indicated they felt the lens was defective.

Manufacturer narrative:
(B)(4) (lens was folded) (B)(4). Eval, method (other): lens work order search. Results (other): visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned in liquid. A lens work order search was performed and no similar complaints were found within the work order. Conclusions (no conclusion can be drawn): based on the complaint history, work order search and the eval of the returned product, a specific root cause of the event could not be determined. (B)(4).